Event description:
On (B)(6) 2014, the reporter contacted animas alleging meter error (error 1 random) issue. It was reported that the meter gave an error 1 alert at random. The error message was able to be cleared. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.